Event description:
It was reported that the customer was hospitalized for 6 weeks and removed from insulin pump for six weeks. Customer stated got battery out limit. Customer's blood glucose reading was 120mg/dl. Troubleshooting was done. The insulin pump worked as designed. Customer stated that the insulin pump is having keypad issues. Customer stated keypad unresponsive. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. All operating currents were within specification. The low battery alarm, the off no power alarm and the low reservoir alarm functioned properly. No unexpected battery out limit alarm or failed battery test alarms were noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery tests could not be performed due to the prime anomaly. All of the buttons functioned properly. No damage was noted on the keypad traces. There was no unlocked connector on the display board. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip and a corroded battery tube.